Event description:
Home patient reported 2 incidents of minicaps falling off their transfer set while doing minor activity. Transfer set was changed after last incident that occurred in 2001 (1st incident date unknown). Per home patient, no patient injury or medical intervention was associated with these incidents.